Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that erroneous readings were received on a point-of-care adc blood glucose meter. The health care professional reported receiving the following sets of reading comparisons taken within 10 minutes on the same meter: 20 mg/dl vs 351 mg/dl and 20 mg/dl vs 181 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.